Manufacturer narrative:
H.6. Investigation summary thirty five sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 9141583, cat. No. 320561. A clog test was carried out on all thirty five samples as per tp700483 and no issues were observed. Investigation conclusion a clog test was carried out on all thirty five samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that insulin leaks from side of pen during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from german to english: insulin leaks from the side of the pen.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. .

Event description:
It was reported that insulin leaks from side of pen during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from (B)(6) to english: insulin leaks from the side of the pen.